Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 738 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. Doctor suspected insulin resistance as possible cause of event. Pump settings were adjusted; no further issues occurred.